Event description:
Curette is inappropriate due to its shank being too long causing trauma to surrounding tissue. The prophy technicians also have difficulty placing the instrument between the teeth (due to shank being too wide) thus causes pt discomfort and does not allow adequate cleaning due to inability to achieve proper angle of shank to tooth.